Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2023, the patient received the following results within 15 minutes: 2.5 mmol/l (system 1) and 5.3 mmol/l (system 2). On (B)(6) 2023, the patient received the following results within 15 minutes: 5.7 mmol/l (patient's system 1), 6.7 mmol/l (patient's system 1), and 3.2 mmol/l(pharmacy's meter). The same test strip lot number was used for all the results and meters.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product. The test strip lot number and expiration date were updated in section d4 based on the clarification from the customer that these were the strips used for the result comparison. The test strip manufacturing date was updated in section h4 based on the test strip clarification.